Event description:
It was reported that when using the bd pyxis¿ medstation¿ es had a drawer failure and required maintenance, customer rebooted and performed recovery storage but still issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident no issues were found, a field service engineer (fse) arrived at medstation 5 main 3, the customer reported that while a pharmacy technician was loading medications, several pockets appeared greyed out and showed a requires maintenance message, even though no error icons were displayed along the top of the screen. Fse ran a full hardware test on every drawer using the hardware test application, and all components passed without any failures. No pockets were missing, and the unit was functioning normally. The system functioned as intended when the field service engineer tested the device.